Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown procedure. During the procedure, it was reported that the spacer broke during I mplantation. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the breakage is consistent with overload applied to the strut during its insertion. No deviation or no non-conformance have been recorded for the lot number wn18.